Event description:
I was diagnosed with hashimoto's, asthma, major anxiety disorder and major depression. None of which run in my family. My breasts and back hurt chronically. I received an explant on (B)(6) 2020. FDA safety report ID# (B)(4).